Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experiencing progressive weakness on legs, loss of bladder control and numbness in lower extremities. The patient received an epidural injection and was doing well.